Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients lead is completely impeded. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients lead had high impedances. Surgical intervention was undertaken on (B)(6) 2026, wherein lead was explanted and replaced to address the issue.